Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions can not be verified anymore because of the damages and deformation of the implants. Next to that the locked implant can not be opened without cut them to pull away the locking mechanism. The function test at the implants with the intact locking mechanism has shown that the mechanism is movable in one direction as required and creates the typical clicking noise. The mechanism holds in position as soon pressure in the other direction is applied. No design related factors could be identified for the device failure. The implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue, injection molding, which led to the device failure. (B)(4). Based on the findings, we can not determine the root cause of the device failure. However, the placement of the locking head on top of the sternum bone may have contributed to the device failure. The technique guide clearly states that the locking head should be placed into the intracostal space.

Event description:
It was reported that during a sternal closure on (B)(6) 2013, two zipfixs did not secure. It was reported that the surgeon then decided not to use zipfixs, and chose to instead use sternal plates for closure. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. This report is for 2 parts from the same lot.